Event description:
Imprecise advia centaur xp vancomycin results were obtained for samples from two different patients. Precision on one of the samples was reproducible across two different instruments. Customer repeats all trough values above 20ug/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The cause for the discordant vancomycin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the specimen collection and handling section: "note: available literature references present conflicting and complex recommendations on the use of gel barrier tubes for therapeutic drug monitoring samples. Each lab should contact their specific tube manufacturer for additional information and recommendations for therapeutic drug monitoring testing with the advia centaur systems. Serum, heparinized plasma or edta plasma is the recommended sample type for this assay. It is not recommended that heparin plasma, edta plasma and serum samples from the same patient be used interchangeably with this test. Average measured vancomycin concentrations of samples, [n=15; range: (55.7 to 65.7 ug/ml) (38.4 to 45.3 umol/l)] collected in heparin collection tubes, were -10.5% (range: -19.0 to 5.1%) of measured concentrations in control (red top) serum collection tubes. Samples [n=10; range: (55.2 to 65.7 ug/ml) (38.0 to 45.3 umol/l)] collected in edta collection tubes had measured vancomycin concentrations of -4.9% (range: -13.3 to 7.8%) compared to control red top serum collection tubes. Samples [n=10; range: (55.2 to 65.7 ug/ml) (38.0 to 45.3 umol/l)] collected in edta collection tubes had measured vancomycin concentrations of -4.9% (range: -13.3 to 7.8%) compared to control red top serum collection tubes."